Event description:
It was reported that the patient experienced pre-syncopal episodes. Significant and irregular fluctuations in pump flow were seen in the data review while the patient was in the clinic on (B)(6) 2024. The cause of the pre-syncopal episodes was determined to be a left ventricular assist device (lvad) outflow thrombus obstruction. A chest computed tomography angiography (cta) was performed and a large thrombus (>80%) was found compressing the outflow graft near the pump. A subxyphoid approach obstruction release of the outflow graft was performed. The irregular fluctuations in flow did not resolve. The pre-syncopal episodes resolved. A review of the log files revealed no unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b2: corrected. Section d1: corrected. Section d4, primary UDI number: corrected. Section h6, health effect - impact code, medical device problem code: corrected. Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through the evaluation of the submitted images. Additionally, review of the log files provided by the account confirmed fluctuations in pump power (elevations and decreases); however, a specific cause for these power changes could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported pre-syncopal episodes could not be conclusively established. The submitted log file contained events from 15mar2024 through 04apr2024. Intermittent power elevations were observed between 15mar2024 and 21mar2024. Slight decreases in pump power were also noted between 21mar2024 and 26mar2024. A specific cause for the power changes could not be conclusively determined. No other notable events or alarms were captured. The pump appeared to function as intended throughout the duration of the file. It was reported that the patient had been experiencing pre-syncopal episodes and irregular fluctuations in flow. A computed tomography angiography (cta) of the chest noted a large thrombus compressing the outflow graft near the pump origin. A subxiphoid approach was taken to release the obstruction to the outflow graft. Review of the account's submitted images confirmed narrowing of the outflow graft beneath the bend relief, due to compression that appeared to be consistent with eogo. Additionally, the second image, confirmed that a section of the outflow graft bend relief had been removed adjacent to its hardware during the reported eogo release procedure. The underlying outflow graft material was visible in this location; however, no tissue or debris was captured between the graft and bend relief. It was later reported that the irregular fluctuation in flow did not resolve. Additionally, the patient¿s pre-syncopal episodes were thought to be due to the outflow graft obstruction. The pre-syncopal episodes ultimately resolved, and the patient continues to be monitored. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. This section also addresses pump parameters, including pump power and flow. In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. It is also noted that any increase in power not related to increased flow causes erroneously high flow readings. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.